Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022 the patient experienced a stoma site infection which resolved with antibiotics. In (B)(6) 2022 the patient experienced a stoma site abscess with purulent exudate and a hardened and erythematous area around the stoma. A culture was taken and the patient was prescribed oral ciprofloxacin every 12 hours.